Event description:
Customer reports that a flipped image occurs during the reconstruction of certain MRI images of the brain. Some flips are horizontal, while there are vertical. The orientation markers appear to be correct. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is completed. (B)(4).